Event description:
A report was received that the patient was experiencing tenderness at the anchor site. The patient underwent a lead revision procedure and did well postoperatively. There was no malfunction of the system at all.